Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was due to component shorted to ground, causing a failure within the sensor board circuitry.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and a "service required" code were found in the ventilator's downloaded error log. The device's system board and sensor board were replaced to address the issues.